Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that diagnosis is coronary artery bypass graft surgery. While in the operating room, the intra-aortic balloon (iab) was inserted sheathless into the right femoral artery. "On the intra-aortic balloon pump (iabp) the 'stand by' mode was pressed & pump was on 'on' mode for 15 minutes. The iab started functioning well, but the waveform augmentation was not satisfying. As a result, the iab was kept on 1:2 mode. The inflation and deflation was checked and adjusted for proper waveform. The pump was kept on standby mode to check the position of the balloon. After repositioning again, the iab was put on 1:2 mode to check inflation and deflation after the adjustment. On the monitor, the balloon augmentation wave form was not satisfactory. As a result, we used the alternative datascope pump which showed on the display after autofilling it showed 'autofill failure' frequently. Again we went back to the arrow iabp and it showed "balloon leak" on the monitor, so we checked and confirmed all connections. At this time we decided to use another 8fr 40cc rediguard iab. The pt outcome is listed as 'good augmentation.'